Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent, occlusion alarms occurred. Reportedly, the customer cleared the alarms and resumed insulin delivery. Customer's blood glucose ranged from 200-230 mg/dl. Reportedly, the customer continued using the pump and had manual injections for insulin therapy.